Manufacturer narrative:
Shape of the loop is changed in a part where wire broke, there are some marks on the insulation visible under microscope. Wire is bend in not original way, which could cause break of the loop. Wire broke because there could not be a need to rotate the loop and put more tension on it during surgery to finish it successfully. Other reason could be touching the loop wire to some metal part. Most possible reason of the loop break is bending of the wire in a way that it didn't stand the pressure and the heat at the same time.

Event description:
The loop broke at the electrode during use.